Event description:
Additional info received from the reporter on 06/27/2014: hysterectomy/salpingectomy to remove essure on (B)(6) 2014 due to chronic pelvic pain, excessive bleeding with menstruation lasting three weeks out of each month. After hysterectomy, bloated belly is gone, pain has resolved, rashes have also resolved. A second emergency surgery was also performed due to hemorrhagic cyst, and one ovary was also taken, and I received a blood transfusion. Pathology showed bilateral cysts, a tumor, and adenomyosis.

Event description:
Immediately following procedure, severe chronic pelvic pain, heavy irregular bleeding, migraines, anxiety, depression, rashes, hives, nickel allergy, dizziness, nausea, pain and bleeding with intercourse. (B)(4).